Event description:
It was reported that during start up the cs300 intra-aortic balloon pump (iabp) system 98 had a display malfunction (video display is distorted). It is unknown if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: b5, e1, e3, h6 (medical device - problem code, health effect - impact codes). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. To fix the issue the fse replaced the lcd display. The fse then performed all functional an safety checks to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the 10.4"display w/rtv bead sea into the cs 300 test fixture and tested the board to factory specifications per the cs300 service manual. The nrc verified the failure of the video being scrambled upon startup. Upon inspection there was no sign of fluid ingress. Display was not damaged. Retaining the display in the nrc per procedure.

Event description:
It was reported that during start up the cs300 intra-aortic balloon pump (iabp) video display is distorted and screen is scrambled during startup. There was no harm or injury to the patient and no adverse event was reported.